Event description:
The subject ICD and the two (sorin) associated leads were implanted on (B)(6) 2017. Reportedly, the defibrillation system was explanted on (B)(6) 2018 due to an infection. Preliminary analysis revealed that the ICD has been sterilized and released according to all applicable procedures.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject ICD and the two (sorin) associated leads were implanted on (B)(6) 2017. Reportedly, the defibrillation system was explanted on (B)(6) 2018 due to an infection.preliminary analysis revealed that the ICD has been sterilized and released according to all applicable procedures.